Event description:
It was reported that the motor was not running. No patient injury was reported.

Manufacturer narrative:
Customer reported that the motor was not running. The tamper seal bottom case and plunger assembly was broken. Device is cracked on right plunger and missing portion of bottom case seal. Performed occlusion test, combination of motor assembly, blue worn gear, leascrew and clutch halves were found old, dirty and worn out due to normal wear. Replaced motor assembly, worn gear, leadscrew and clutch halves. Performed pm maintenance and all functional testing.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Additional information: a review of the event history log (ehl) identified motor not running. During the functional testing was able to duplicate the reported issue. The root cause of the issue was a result of normal wear as the pump was over 9 years old. Updated: h6.